Event description:
Caller reported that pump malfunctioned. There was no adverse impact to the customer¿s blood glucose level. Technical support planned to replace pump with updated software and advised caller to use a backup insulin pump to ensure insulin delivery was not interrupted. Customer was informed of steps required upon receiving replacement and acknowledged understanding instructions.